Event description:
The reporter states that the customer's blood glucose results were 23mg/dl and 318 mg/dl on the accu-chek compact plus system. The results were obtained within a 10 minute timeframe. The customer experienced no hypoglycemia with the 23mg/dl blood glucose result, but he did experience hyperglycemia with the 318mg/dl blood glucose result. No reported action taken or treatment given based on the blood glucose results. No adverse event reported. New system sent to customer and return requested.